Event description:
Event description cpi received information that the rate sensing portion of this endotak transvenous defibrillation lead was removed from service. The patient with an implantable cardioverter defibrillator (ICD) was receiving inappropriate therapy. An invasive procedure was performed and the physician elected to remove the lead due to a fracture at the yoke. The ICD was also removed and a new rate sensing lead was implanted.